Manufacturer narrative:
(B)(4). Telephone contact was made by lifecell's (B)(4) to mr. (B)(6) on (B)(6) 2016. The patient overall was a poor historian, and could not recall initially if strattice was used during one of his hernia repairs. He stated he had a history of appendicitis, and then complications leading to hernia development and repairs. Mr. (B)(6) confirmed he had 3 surgeries, with 2 surgeons (whom he could not recall names of) and that the final surgery was performed laparoscopically. Mr. (B)(6) inquired if strattice was made of nylon, when clarification was provided that it was made from porcine tissue or "pig skin" mr. (B)(6) then seemed more familiar with the strattice mesh. When asked if the strattice was removed at the time of the 3rd surgery, mr. (B)(6) responded that the strattice was still intact, but he has an additional 2, possibly 3 hernias at present. He has no planned surgeries at this time. Mr. (B)(6) stated that he was advised by "a lawyer that was on tv for bad mesh" to submit the medwatch reports to the FDA. It was clear through the conversation with mr. (B)(6) that he did not know the level of medical and surgical information contained within the voluntary medwatch reports. (B)(4). Based on the comprehensive surgical history and persisting condition of the patient, the reherniation reported is unlikely related to the strattice and likely related to patient condition but due to the limited information available, the strattice as a contributing factor to the return to surgery on (B)(6) 2013 could not be ruled out. In speaking with the patient, the director of clinical safety noted it was clear the patient did not know or understand the details and medical terminology contained within the voluntary reports filed, so the patient as the primary source of this information was questionable and no additional procedure specific information or physician contact could be obtained. It was confirmed that this event was not reported to lifecell by the physician or patient at the time of the event as a complaint against strattice, this event was reported to the FDA with guidance from legal counsel. No internal investigation could be performed without a strattice lot number. As reported by the patient during follow up, the strattice mesh remains implanted.

Event description:
On (B)(6) 2016, lifecell received a copy of voluntary medwatch mw5055971 from the FDA division of postmarket surveillance associated with strattice. It was confirmed that this event was not reported to lifecell by the physician or patient at the time of the event. Three separate voluntary medwatch reports were filed to the FDA by the patient on 09/02/2015 for three separate surgical mesh products implanted during hernia repairs, one of which being strattice 20x25 (FDA reference mw5055971). The event date associated with strattice is listed as (B)(6) 2012, while the other event dates include (B)(6) 2009 (13x10 proceed mesh) and (B)(6) 2013 (6x8 proceed mesh). The three voluntary medwatch reports appear to include operative notes from this patient's medical records and provide a surgical history prior to the implantation of strattice and after. The event date associated with strattice was reported in the voluntary medwatch as (B)(6) 2012 which correlates to the implantation date. For this MDR report, the return to surgery on (B)(6) 2013 will be used as the event date associated with the reherniation. According to voluntary medwatch mw5055969, on (B)(6) 2009 the patient presented with a ventral incisional hernia. It was noted that the male patient had a history of abdominal surgeries including an ileostomy, ileostomy takedown and a large ventral incisional hernia. Adhesions were lysed away from the fascial defect in the upper left quadrant and a 13x10 proceed mesh was implanted. The mesh was sutured at the top and bottom overlapping the fascial defect by approximately 6 cm. The surgeon then stapled the mesh circumferentially in 2 layers using absorba tacks. Estimated blood loss was less than 100 ml and no obvious complications were noted. According to voluntary medwatch mw5055971, on (B)(6) 2012 the patient was returned to the operating room (or) for a hernia repair and lysis of adhesions. A laparoscopic component separation was performed along the length of the external oblique cephalad to caudad in the left lower quadrant. Then the scar was excised and the dissection continued. Upon entering the abdomen, an old piece of proceed mesh was identified along the right edge of the hernia neck which was very large. All adhesions were lysed and the old mesh was explanted from the right rectus abdominis. The external oblique was incised in a longitudinal fashion releasing this component for bilateral myocutaneous advanced flaps and a 20x25 strattice mesh device was implanted. The midline fascia was then approximated. Estimated blood loss was less than 100 ml and no obvious complications were noted. According to voluntary medwatch mw5055970, on (B)(6) 2013 the patient was returned to the operating room for a laparoscopic hernia repair. Multiple adhesions in the right lower quadrant were dissected to reveal an approx 3x5 fascial defect. A 6x8 proceed mesh was implanted laparoscopically. The mesh was sutured, then secured with a securestrap. The operative notes reported in this voluntary medwatch does not indicate that the strattice mesh was visualized or explanted.